Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that intermittent noise stored as high ventricular rate (hvr) episodes were noted on the right ventricular lead, causing some inhibition of ventricular pacing. Programming change was made. Patient was stable.